Manufacturer narrative:
The device was returned to olympus for inspection, and it was found that, noise appears in the image due to a malfunction of the circuit board inside the scope connector. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited malfunction of the circuit board inside the scope connector. There was no patient involvement.